Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 101 alarm at the end of therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to confirm they drained out 6298ml on drain 1. The tsr advised the hp to contact the peritoneal dialysis nurse regarding using the hc tonight. The hp indicated he had a manual bag in him and thought it would have drained out in the initial drain. The initial drain volume was 3ml. The tsr advised the hp the hc will be swapped. The nurse was contacted on (B)(6) 2012. The nurse stated that the home patient(hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). Homechoice was returned for device evaluation for the reported issue of increased intra-peritoneal volume (iipv). The device was tested and passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The device was determined to meet the specifications requirements per rite testing. No failure or malfunction was identified that could have caused or contributed to the reported issue. The reported issue was confirmed in the event history log review. The root cause was determined to be false empty detect at initial drain and I-drain alarm volume was met. This issue is being investigated through CAPA.